Event description:
Information received with return of the explanted device notes that the patient complained about health problems for three days prior to explant. Attempts to obtain telemetry before and after explant were unsuccessful and there was no output. Visual examination in the field noted that the "sealing part of the device seems rather rough".